Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's septic shock and subsequent death were unrelated to the implantable pulse generator (ipg) system.

Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased. The cause of death was noted as septic shock. Attempts to obtain additional information to determine the source of the sepsis have been unsuccessful.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.